Manufacturer narrative:
An evaluation has determined that there is a potential for the architect vancomycin assay to generate falsely elevated results due to sample or sample handling issues causing interference. In response to this issue a product correction letter was sent to the customer with specific instructions to continue following all sample handling instructions per the package insert and to follow the additional centrifugation instructions included in the product correction letter. New customers will receive the information in the form of a product information.

Event description:
The customer stated that one patient sample generated higher than expected results for the architect vancomycin assay when using assay list number of 1p30. Results of 100, 62 and 93 ug/ml were repeated at 7, 7 and 11 ug/ml respectively. No impact to patient management was reported. The customer was then provided with the letter of fa13sep2010 and was instructed to follow the letter in processing patient samples for this assay.

Manufacturer narrative:
The investigation for field action fa13sep2010 determined the root cause of architect ivancomycin (list number 01p30-25) for falsely elevated results is due to the tracer diluent formulation. The formulation does not adequately protect against specimen contamination. The investigation determined, and subsequent verification confirmed, a change to the conjugate diluent will correct the issue related to falsely elevated results due to contamination, and will eliminate the need for customers to perform additional sample centrifugation as instructed in product correction letter of fa13sep2010. A product information letter regarding this new reagent was issued on (B)(4), 2012 informing ex-us customers that the new reagent formulation, list number 1p30-27 will be available (B)(4), 2012. The additional sample centrifugation as instructed in product correction letter of fa13sep2010 will continue to be followed by us customers. Submission for the us 510k clearance of the new product will occur the (B)(4) of 2012.